Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 568 mg/dl at its highest) and a bolus was delivered to address bg. Customer alleged pump was not delivering insulin properly. Pump system check with tandem technical support found the pump to be functioning properly. Recommendation was made for customer to discuss event with a healthcare provider. Customer acknowledged information.